Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient was seeing a poor communication screen. The patient changed their programmer batteries on (B)(6) as they were seeing the poor communication screen. The programmer was still showing poor communication after new batteries. The patient stated that they have dollar store batteries in the programmer and they do not use the antenna. The patient stated that they are not feeling any stimulation and they do not know if the stimulator was working or not. The patient stated that a few days ago, the patient stated that they "amped up" their stimulation because they went for a walk and they were getting some pain in their foot. The patient stated that on (B)(6) their stimulation felt too strong. The patient was feeling it coming out of their foot and they went to decrease stimulation and noticed that the programmer was not working. The patient stated that they weretaking opioids along with their stimulator, but took themselves off over a year prior. The patient was taking general pain killers like aleve, but it doesn't help with pain, only the heavy duty pain medications helped. The patient stated that they are not on time released pills, and they see t hemselves using the stimulation more and more. The patient can get pain when walking, and when feeling the shocking sensation through the bottom of the foot.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97740, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that the batteries he had purchased in emergency were of low quality. The patient reported that changing the batteries back to high quality corrected the problem. The patient reported that the issue was resolved. No further complications were reported.